Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial defect on the right eye (od) on the day of initial treatment. The surgery center reported the patient experienced loss of best corrected visual acuity. The patient¿s noted having an abrasion after procedure. A bandage contact lens was placed on the eye. The surgery center reported the symptoms were resolved within a month of the event. Pre-op bcva from (B)(6) 2017: right eye (od) pre-op 20/25 -2.75 x -1.50 x 60, left eye (os) pre-op 20/30 -2.25 x -1.75 x 152. Post-op bcva from (B)(6) 2017: right eye (od) post-op 20/20 .00 x .00 x 90, left eye (os) post-op 20/20 - 1.75 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.